Event description:
It was reported that there was a loss of therapeutic effect. There was no known accident or incident related to this event. Impedance measurements of >4000 ohms were found on c<(>&<)>2, c<(>&<)>3, and 2 <(>&<)>3 during the follow up visit. The patient was to have x-rays performed. Additional information received reported the patient had fallen and broken her wrist. The patient was brought back for a revision where the pocket was opened up and the leads were found to be loose. The leads were dried off and the input/re-screwed them in. The impedance came back as 382 ohms. All was good and the patient was doing well.

Manufacturer narrative:
Lead model 4351, (B)(4), implanted: 2011 (B)(6), explanted: unk, lead model 4351, (B)(4), implanted: 2011 (B)(6), explanted: unk.